Event description:
It was reported that the patient presented with a heart rate of about 30 beats per minute with no evidence of pacing. During the pulse generator replacement procedure, the physician used cautery over the device which caused it to pace in the unipolar configuration. Measured data from 8/13/2008 was 2.65 v, 16 ua, and 11 k ohms with an estimated remaining longevity of 0.25 years to elective replacement indicator.

Manufacturer narrative:
No medwatch form was received.